Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the procedure delay was caused by a defective pigtail device (maj-1430). However, since the device was not returned for an evaluation, the root cause could not be identified. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus that the evis exera iii light source lamp had over 500 hours. A bright image, and an error code were also observed. Olympus technical assistance center (tac) assisted the customer with replacing the lamp and clearing the error code, but the image issue persisted. It was concluded that the issue was on the videoscope cable exera ii. The customer indicated they will use another cable. Additional information was later received from the customer, clarifying that an unspecified scope was also "broken" along with the "bad" videoscope cable. The customer further indicated that the pigtails for the cable and the scope were probably soaked in water causing the damage. The event occurred during an unspecified diagnostic procedure, which caused a 1-hour delay, with the patient under anesthesia. The endo cart was swapped out and a different scope and cable were used. There was no patient injury reported from the prolonged anesthesia. Although the scope used at that time is unknown, it is highly likely that an olympus scope was used for the procedure. This MDR is being submitted for the 1-hour delay caused by the broken scope and bad videoscope cable that was later reported by the customer. This event is captured under the following related patient identifiers: (B)(6) - videoscope cable; (B)(6) - unknown scope.